Manufacturer narrative:
(B)(4). Additional information: the reported condition of "freeflow" was not confirmed nor reproduced during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported to a baxter product surveillance associate a colleague infusion pump which experienced free flow during patient use in the emergency room. The device was infusing the patient with cardism when freeflow was observed. The representative reported that there was patient involvement, but there was no patient injury or medical intervention necessary. The user interface module software version of this device is currently unknown.